Event description:
It was alleged that the tabletop was floating, and that the system was not rebooting.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2022-00512. This complaint will be closed as duplicate.